Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and a tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed and the bleeding persisted. Patient was transferred to the operating room in stable condition. Cardiovascular surgeon discovered a hole in the left atrial appendage (laa). It was noted that ablation was not performed in the area of injury. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.